Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the vessel sealer extend (vse) instrument would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed. The complaint was confirmed by failure analysis. The instrument was found to have the grip pulley dislodged from the dowel pin at the back end. As a result, the grip cable became loose, causing the jaws not to open. The backend pulley and dowel pin were found dislodged in the housing. The instrument was unable to be tested for functionality due to the dislodged components. Additional observation related to customer reported complaint was that the instrument was found to have low torque failures based on log review. Logs show the instrument exhibited a low torque during use, which typically results in a sealing malfunction. The instrument passed the electrical continuity test. The instrument was found to fail during initialization based on log review. Review of logs confirms two homing failures. The probable root cause of the inability for the grips to open is attributed to a dislodged backend pulley from the dowel pin. The instrument was found with the grip pulley dislodged from the dowel pin at the back end. As a result, the grip cable became loose, preventing the jaws from opening.

Event description:
Refer to h11 for follow-up information.